Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as developing an irritation on left side under electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use to improved echo unrelated to the skin irritation reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.